Event description:
The surgeon implanted a plate silicone lens model aa4204vf and the trailing haptic tore during insertion. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector used during surgery were unknown.